Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited an unexpected accelerated rate of battery depletion, during a routine follow-up interrogation. The data was confirmed via a technical services data review and a 28 day replacement period. Technical services stated the device was exhibiting an accelerate rate of power consumption and upon explant, should be returned for analysis. The patient was reported as pacer dependent; to date no replacement has been communicated.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited an unexpected accelerated rate of battery depletion, during a routine follow-up interrogation. The data was confirmed via a technical services data review and a 28 day replacement period. Technical services stated the device was exhibiting an accelerate rate of power consumption and upon explant, should be returned for analysis. The patient was reported as pacer dependent; to date no replacement has been communicated. Subsequently, the device was confirmed explanted and is expected to be returned for laboratory analysis.

Event description:
It was reported that this device exhibited an unexpected accelerated rate of battery depletion, during a routine follow-up interrogation. The data was confirmed via a technical services data review and a 28 day replacement period. Technical services stated the device was exhibiting an accelerate rate of power consumption and upon explant, should be returned for analysis. The patient was reported as pacer dependent; to date no replacement has been communicated. Subsequently, the device was confirmed explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.